Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report. The following devices were also listed in this report: cat#: 6260-9-032; 32mm -4 lfit v40 head; lot#: 45730702. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about on (B)(6) 2014, the patient underwent left total hip arthroplasty and was implanted with an lfit v40 femoral head and accolade ii hip stem. It is further alleged that subsequent to her implant the patient began experiencing immense pain in her left hip, fluid collection, redness and swelling, and was revised on (B)(6) 2021.